Event description:
Novasure plugged into wall outlet, non sterile end handed off. Filter inserted into tubing on hand piece. Non sterile end plugged into machine. Co2 on. Machine turned on. Sounding length, cervical length, cavity length and cavity width given. Cavlen=45, cav width 3.6. Inserted on machine. Power display 89. Pedal pressed to test cavity assessment after 3-5 second's ablation started. Blue rf light on machine turned off. Ablation started during assessment phase.